Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Covidien reference: (B)(4). The customer has confirmed that this complaint is a duplicate of a previously reported complaint. This report no longer meets the requirements of reportability.

Event description:
It was reported that a mother had to do an emergency tracheostomy tube change since she was not able to remove the heat and moisture exchanger (hme) from her son&#39;s tracheostomy tube at the time he needed suction. There is no report of serious injury or death associated with this event.